Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 449 mg/dl. Customer experienced nausea and treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer advised the ambulance was called to help treat their high blood glucose levels. Customer advised when the ambulance arrived they had already started feeling better due to the manual injection. Customer was advised to monitor their high blood glucose levels and insulin pump. The insulin pump will not be returned for analysis.